Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found a small piece of the lens returned. Claim# : (B)(4).

Manufacturer narrative:
Device code 1494: off-label use: age <21 years old. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.0/2.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. Patient contact with no patient injury was reported. On (B)(6) 2019 a replacement lens was implanted and it was reported that the problem was resolved.